Event description:
A malfunction alarm with code "malf 9" occurred, but no notable events were reported before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise.